Event description:
In 2000, the facility's physician's assistant informed the MFR's (MFR.) Sales representative of the following: device was explanted due to non-function (specifically no blood return). Radiographic dye studies indicate a leak just distal to device stem outlet. Device was explanted but not retained for testing. No further details were provided.